Event description:
Caller alleged discrepant results compared with the reference meter and lab. Pt self tester went to the e.r. On (B)(6) to get a vitamin k shot based on the result from the reference meter. While at the e.r., the pt fainted and was admitted to the hosp. Pt was diagnosed with anemia, treated with vitamin k and given 3 infusions. Pt was released on (B)(6). Pt could not provide any additional info regarding dates and times of treatments. Pt was the one calling in her concern over the results and providing info to technical service. Pt is stable.

Manufacturer narrative:
Investigation pending.